Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. H6 codes: health effect - clinical code problem code: e1105 liver failure/ code not available h6 codes: health effect - clinical code problem code: e0514 thrombosis/thrombus/ code not available. H6 codes: health effect - clinical code problem code : correction to disregard 4581 appropriate term/code not available.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2026 the patient became severely ill with persistent vomiting. The patient was not paying attention to the cgm readings because their blood glucose levels are usually well controlled. It is unknown what the cgm device would have been displaying during the event, but the patient would not have heard alert. It was noted that the patient also has hearing loss. The patient was taken to the hospital for evaluation. Upon assessment, the blood glucose reading was "high" (greater than 600 mg/dl), and around 800 mg/dl. The patient was admitted to the ICU and treated with intravenous insulin. Blood glucose levels were monitored hourly. Further evaluation revealed kidney failure, liver failure, and blood clots. The patient stated that they had never experienced diabetic ketoacidosis before and were informed that they were not actually in dka. The patient remained on an insulin drip for approximately four hours, after which blood glucose levels normalized. During hospitalization, significant electrolyte abnormalities were identified, including low calcium and low magnesium levels. Electrolyte replacement therapy was administered, and elevated potassium levels were treated due to the risk of cardiac complications, including a potential heart attack. Medications administered included antibiotics, blood thinners, and other therapies related to the patient's condition. The patient reported that some of these medications affected sleep and contributed to significant fatigue. No further medication was reported and the patient was discharged after spending 3 days at the hospital. At the time of discharge, the patient reported feeling somewhat better but remained tired and sleepy. There was no documentation of further medical evaluation or intervention. By the day following discharge, the patient noted having more energy and at the time of the report the patient was stable. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.